Event description:
Customer reported that patient's sample containing anti-c did not react with homozygous c positive cells of 0.8% resolve panel a lot 8ra187. This report corresponds to ortho-clinical diagnostics, inc.